Event description:
In 1998, the pt experienced pain in the right (operated) knee and revisited dr. The next day. Pt underwent revision in 1998 and only the polyethylene portion of the patella was exchanged. The polyethylene portion of the patella component was completely split into two parts (laterally and medially) and the lateral portion showed severe wear.